Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device caught fire during operation at one of their theatres. There were visible burn marks near the point where the main cable connects to the unit. The device is still intact and the event did not require extinguishment. There was no patient harm or involvement.

Manufacturer narrative:
The service history record was reviewed. The unit was previously returned three times for a different failure mode and 100% functional at the time of the last release. The unit was received for investigation and during evaluation, it was observed that the device turned on, but the check valve was leaking, and the bed hook was broken. There are fire/smoke traces on the outside of the device, but no further traces could be found on the inside of the device. There is no evidence of smoke or fire coming from the device itself. The reported condition could not be duplicated or confirmed. The device will be serviced and sent back to the customer. This complaint will be used for tracking and trending purposes.